Manufacturer narrative:
Manufacturer communicated with facility staff to obtain additional information related to this event. It was confirmed the patient sustained a 2nd degree burn to the vagina. Through the investigation, it was confirmed the physician removed the handpiece from the vagina prematurely which caused hot saline to leak from the uterine cavity and cause unintended thermal effect to the patient. Per agreement between FDA and manufacturer, effective october 27th, 2008, a 2nd degree burn, not classified as "extensive" and does not involve both internal and external anatomy, shall be reported to FDA as a malfunction event type. Based on the information reviewed, there is no indication of a product deficiency. All handpieces meet all qa specifications prior to being released, including adequate sterilization. The IFU instructs the user to "during ablation, the saline temperature continues to rise until 90°c is reached, and the user must continuously: - monitor the cervical seal for fluid loss and to confirm a tight cervical seal. - maintain a stable procedure sheath position throughout the procedure. - monitor the screen for fluid loss level." Warnings and cautions related to an event of this nature are included in the IFU for genesys hta, including but not limited to: - "the physician must maintain control of the procedure sheath (i.e., not hand off to another individual) for the duration of the treatment to avoid compromising the cervical seal. A compromise of the cervical seal could result in fluid leakage through the cervix, which could result in thermal injury to surrounding tissue". - "do not place the procedure sheath tubing over the patient's leg or in contact with any part of the user's or patient's anatomy, as the tubing carries hot fluid and contact could result in thermal injury. The temperature of the tubing could be up to 55°c." - "throughout the procedure, carefully observe the junction of the procedure sheath with the external cervical os to confirm a tight cervical seal and that there is no fluid leakage".

Event description:
It was reported the device was prematurely withdrawn before completion of the cooldown cycle. As a result, incompletely cooled fluid escaped from the uterine cavity causing unintended thermal effect in different areas of the vagina.